Event description:
Caller reported a malfunction on pump, identified by a specific malfunction code. There was no adverse impact to customer's blood glucose level. Cts provided information to reset pump and assisted caller with process; malfunction code did not recur, allowing customer to continue using pump with instructions to call back if issue arises again.